Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36," "system fault 38," "defib fault 78" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.